Event description:
Father of the patient notified the nurse that he saw the IV tubing fall to the side. The nurse found the extension tubing to have separated mid-apparatus. The blue luer lock piece of the extension tubing remained attached to the IV tubing and the rest of the extension set (green t piece and 4 inches of tubing) remained attached to the intact IV catheter. The nurse immediately clamped the extension set; baby had no blood loss at all. The fluid remained unchanged/intact in tubing with scant blood backup just into the very beginning of the extension set at the green t piece. FDA safety report ID# (B)(4).